Manufacturer narrative:
D10 concomitant product: 176630, 176630 endoclip iii 5mm applier (lot#: j5e2660y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the rotation knob for the two clip appliers physically detaches from the handle. Another manufacturer's product was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Correction: h3 additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted three endo clip iii 5mm were observed. The handles were noted to be in the neutral position. The rotation collars were noted to be separated from the body. The clip counter was not active. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The counter displayed the remaining number of clips after the interlock engaged. It was reported that pre-operatively, the rotation knob for the two clip appliers physically detaches from the handle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a1 (no patient involvement); e1 (phone and fax numbers) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted three endo clip iii 5mm were observed. The handles were noted to be in the neutral position. The rotation collars were noted to be separated from the body. The clip counter was not active. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The counter displayed the remaining number of clips after the interlock engaged. It was reported that pre-operatively, the rotation knob for the two clip appliers physically detaches from the handle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.